Event description:
It was reported to philips that the host pc did not turn on.  No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use at the time of event and during the emergency treatment the issue occurred, the procedure was completed as planned by restarting the system. It was reported that the host pc did not turn on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc has a battery failure. The defective host pc was returned for failure analysis and was not able confirm the failure. Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a host pc did not turn on issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.